Event description:
The pt's catheter was replaced; the reason for the replacement was not provided. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.